Event description:
It was reported that an occlusion alarm occurred. Customer changed pump supplies to address the issue. It was also reported that a cartridge alarm occurred during insulin delivery. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.